Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No weak battery alarms were noted. The insulin pump passed the displacement test. However, the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a slightly loose drive support disk. The functional testing could not be completed due to this anomaly. The insulin pump had a missing end cap sticker, minor scratches on the display window, a cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that there is error on the insulin pump. Customer's blood glucose was 22.5 mmol/l. The customer reset pump and change infusion set and push out the whole reservoir with insulin out. The customer stated the device alarmed low battery and replaced battery. The customer can't leave the reservoir and setup menu. The customer can't check the alarm history. The customer was to return the product for analysis and will be replaced by tnt.